Event description:
It was reported, introducing the sliding screw, the high bone density caused damage to the tip of the screwdriver.

Manufacturer narrative:
Eval summary: review of device history record review of the inspection records for the lag screwdriver revealed no discrepancies. No mfg faults found. According to the event description the customer returned the screwdriver without further info. Eval revealed that the bent teeth and thread damages are linked to too high torsion forces during insertion the lag screw. No previous or new action were initiated. Root cause is user related.